Event description:
Original analysis determine that the complaint applied to remedial action exemption. During a failure investigation on 09/18/06, the failure of no audio was confirmed. The failure was isolated to the main pcb. There was no patient harm reported.